Event description:
The patient was revised because the plate was causing pain.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the information provided, as the lot numbers required to review the device history records were not provided. A two-year search of the complaint database found no prior reports for both reported part numbers. Provided information states the patient was having pain in the plate area, noted the bone had healed. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.